Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown. H6: the previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the system was not registering responses when stimulating nerve. Site noted that electrode check and tap test passed. Site reported that nerve and area around nerve was stimulated multiple times but the system did not detect a response. There was no patient impact.

Event description:
It was reported that intra-op, the system was not registering responses when stimulating nerve. Site noted that electrode check and tap test passed. Site reported that nerve and area around nerve was stimulated multiple times but the system did not detect a response. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model: nim vital¿ patient interface 4 channel, product ID: nim4cpb1, lot/serial number: unknown. H6: fdm b17, fdr c20, fdc d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.